Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed fault code for battery low capacity, high battery power usage and low battery voltage upon interrogation during pre-implant testing. The device was not used and was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.